Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 1488ml, indicating the home patient (hp) drained 1488ml more than their programmed fill volume of 2000ml. This information gave a total drain volume of 3488ml which meets iipv criteria. According to the nurse the patient never reported any symptoms of overfill. Additionally, the patient did not report experiencing any issues with the cycler. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain. False empty detect and use error. Initial drain alarm setting inappropriately programmed. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.